Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose levels in the 30's (mg/dl) to 36 (mg/dl); cause was unknown. A system check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) levels below 40 mg/dl were recorded by continuous glucose monitor (cgm) data on (B)(6) 2018 and (B)(6) 2018. Prior to the low bg on (B)(6) 2018, the user completed the load sequence then delivered two boluses approximately twenty minutes apart. The second bolus was delivered without entering current bg value and while still having insulin on board (iob). The user¿s cgm was also disconnected prior to the low bg. Once the cgm was reconnected, a cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg on (B)(6) 2018, the user delivered a 4.67 unit bolus. It is possible the user overcorrected. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Having cgm disconnected prevents the basal iq from helping reduce frequency and duration of low glucose events. There is no evidence that the insulin pump experienced a malfunction or failure.